Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/13/2024 it was reported by an arthrex subsidiary employee via e-mail that an ar-8917ds 3.5 mm mini tightrope¿ ft broke at the button. This occurred during a case on a lisfranc joint of a foot. The technique went without any problems, but when a surgeon tightened the final tension, the fw broke at the button. He removed the button and screw. Additional information received on 6/20/2024: all the broken fragments were removed from the patient. After the ar-8917ds 3.5 mm mini tightrope failed, the surgeon did not use additional products, as it was determined that the fixing force was sufficient.